Event description:
Caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that the reset occurs to ensure pump performance, a safety feature, and assisted the caller in loading the cartridge and resuming insulin delivery.